Manufacturer narrative:
The investigation into this malfunction is currently ongoing. A follow-up report will be submitted once the device has been inspected and the investigation evaluation is complete.

Event description:
A screw from the cover plate fell into the sterile field during an operation and then dropped onto the floor. No injury was reported.

Manufacturer narrative:
An investigation was performed on-site. It was determined that the thread at the light head was damaged, therefore the screw did not hold correctly. Root cause for the damaged thread could not be determined. It is possible that the thread was damaged during manufacturing at trumpf medical or by a third party. The affected light head was replaced and all other light heads were inspected for the same issue. No additional defects were identified.